Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported leak in the hub. Av reviewed the lot history record and there were no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Av conducted root cause analysis and determined the issue may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a non-calcified, anastomosis of transplant artery to native external iliac artery that was 60% stenosed. A 5.0 x 20 mm armada 18 balloon dilatation catheter was inflated once at 8-12 atmospheres when leaking was noted at the hub. The procedure was successfully completed with another balloon. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.